Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer's blood glucose was unknown at the time of incident. Customer stated the error has occurred four times during the night. The insulin pump has been reset and did not resolve the issue. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay. Pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm, replace battery alert, replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert, power loss alarm, replace battery alert, replace battery now alarm due to connector resistance at the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No pump error 25 were noted during testing or in the pump trace download.